Event description:
Pt has an adapta with st. Jude leads. Rv capture threshold measuring high. Appears to be ongoing. Pt is vp 50% of the time. Also noted intermittent atrial undersensing with sensitivity already programmed 0.18mv." Lead manufactured by st jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).